Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The reported issue was isolated to user interruption of the software update. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.